Manufacturer narrative:
Exemption number e2015058. Heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer) the device history records for the returned sam 300p device was reviewed and this confirmed that all manufacturing and quality checks and tests had been successfully completed prior to the despatch of the sam 300p from heartsine technologies, (B)(4) on the 3rd march 2011. The history log for this device showed that the pad-pak was first installed on the 14th april 2011. During the investigation an integral component within the board circuitry was found to have no output, this fault was traced back to a dry joint. This prevented the rtc from functioning correctly and resulted in the incorrect date and time being stored on device and device service required' prompt. All faults were rectified after the crystal being reflowed. The pad-pak, which contains the electrodes and batteries, is labelled for single use but the samaritan pad 300 and 300p devices are for multi-use.

Manufacturer narrative:
Exemption number e2015058 heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer). H3 other text : not yet returned to manufacturer

Event description:
There was no patient involved in this event. Device service required